Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. A visual inspection was performed on the returned guide wire and the reported separation was conformed. The reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and similar incident query for this product was not performed since the part and lot numbers were not reported. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported entrapment of the device and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, during the procedure, the guide wire became caught or trapped the filter. Manipulation and/or inadvertent mishandling against resistance likely resulted in the reported/noted guide wire separations and noted damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when attempting to remove an inferior vena cava (ivc) filter from a lower extremity, the balance middleweight (bmw) guide wire became entangled with the filter. The bmw guide wire looped around the filter and the wire tip broke off when pulling back on the wire. The filter and the wire could not be retrieved. The patient is scheduled for surgery to remove the remaining pieces. No additional information was provided.